Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: patient underwent total knee replacement surgery. Patient returned in (B)(6) 2016 with fluid and infection. The suture was absorbing faster than it should. The suture was used for close capsule and intradermal use. The patient came back to clean out the infection.